Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 15 years 3 months post implant of this 27mm aortic bioprosthetic valve, the patient underwent a valve in valve procedure due to aortic stenosis, prolapsed leaflet and severe regurgitation . The mean gradient was 53mmhg. No additional adverse patient effects were reported.